Event description:
On (B)(6) 2010, pt reported hyperglycemia over the prior 6 months. More recently, in the previous month, blood glucose has been in the 300-400 mg/dl range. Target blood glucose is 95-135 mg/dl. On (B)(6) 2010, blood glucose was 400 mg/dl. Physician advised to disconnect from infusion device and bolus short and long acting insulin via syringe. A couple of hours later, pt went to the emergency room and blood glucose was 460 mg/dl. Pt was given IV to deliver insulin and to treat dehydration. Pt was observed for 10 hrs and released, and physician advised to discontinue infusion device therapy. Pt saw physician on (B)(6) 2010 and was advised to increase amount of insulin delivered via syringe. Pt changes insulin cartridge and infusion set every 3-4 days and does not reuse insulin cartridges. Adapter and battery are used per specification. There was no blood in infusion tubing, and infusion tubing was not disconnected or dislodged. There were no leaks in the system. Time and basal rates were programmed correctly. Insulin was not expired, and infusion sites were rotated properly. Infusion device was not dropped, cracked, or exposed to water or other liquids. Blood glucose continued to be elevated while on injection therapy. Physician did not want pt to use backup infusion device for purpose of troubleshooting. Additional attempts to reach pt were unsuccessful. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.